Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with history of ischemia and aortic stenosis underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced ventricular fibrillation and cardiac arrest that required cardioversion, chest compressions, interventional cardiology consultation and prolonged hospitalization. The patient coded during the procedure and went into ventricular fibrillation. The patient was pulseless for a minute to a minute and a half. When high output pacing, a typical atrial flutter was induced. The patient tolerated it at first but then the patient's blood pressure dropped to about 50/30. They stopped ablating and prepared to cardiovert the patient when the patient's pressure dropped to zero. When they shocked the patient the first time, the patient went into ventricular fibrillation. They shocked the patient a second time and the issue persisted. They shocked the patient a third time and the patient went back into sinus for a few beats before they went back to the original atrial flutter. The patient's blood pressure was still low. They shocked the patient a fourth time and the patient was brought back into rhythm and stayed in sinus. The procedure was aborted. The issue was confirmed by the signals on the carto 3 system. Interventional cardiology was called in to check for any further injuries to the patient. An aortic stenosis was noticed and that the aortic stenosis was also noted at baseline. It was believed that the aortic stenosis contributed to the induction of ventricular fibrillation. No effusions were seen with intracardiac echocardiography (ice). The patient was admitted to critical care unit (ccu) for further observation. The patient was reported to be in stable condition and they were preparing to extubate the patient. Additional information was later received indicating the physician's opinion on the cause of the adverse event is patient condition. Intervention included chest compressions and defibrillator shock along with interventional cardiology consultation. The patient improved however required extended hospitalization. The webster cs catheter, soundstar ice catheter, and ablation catheter were inside of the patient.

Manufacturer narrative:
It was reported that a patient with history of ischemia and aortic stenosis underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced ventricular fibrillation and cardiac arrest that required cardioversion, chest compressions, interventional cardiology consultation and prolonged hospitalization. The patient coded during the procedure and went into ventricular fibrillation. The patient was pulseless for a minute to a minute and a half. When high output pacing, a typical atrial flutter was induced. The patient tolerated it at first but then the patient's blood pressure dropped to about 50/30. They stopped ablating and prepared to cardiovert the patient when the patient's pressure dropped to zero. When they shocked the patient the first time, the patient went into ventricular fibrillation. They shocked the patient a second time and the issue persisted. They shocked the patient a third time and the patient went back into sinus for a few beats before they went back to the original atrial flutter. The patient's blood pressure was still low. They shocked the patient a fourth time and the patient was brought back into rhythm and stayed in sinus. Additional information was later received indicating the physician's opinion on the cause of the adverse event is patient condition. Intervention included chest compressions and defibrillator shock along with interventional cardiology consultation. The patient improved however required extended hospitalization. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of the adverse event was the patient condition. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).